Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received another inappropriate shock which was resulted from oversensing. A boston scientific technical services consultant recommended troubleshooting and provided programming options. No adverse patient effects were reported.